Event description:
Additional information indicates surgical intervention was undertaken on 19may2026 wherein the ipg was repositioned to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.